Manufacturer narrative:
The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The distributor contacted heartsine to report that their customer's device would not detect the patient's load when pads were applied. In this state, the device may be unable to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome. Heartsine evaluated the customer's device and not duplicate the reported even, however, information from the device memory suggested that the reported issue was due to situational factors. E.g., incorrect placement of pads on the patient or the pad-pak being incorrectly seated within the device on the patient side. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device would not detect the patient's load when pads were applied. In this state, the device may be unable to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.